Manufacturer narrative:
Model number / catalog number: sc-2138-70, serial number: (B)(4), batch / lot number: 147109 / 165684, model / catalog description: phase iii linear lead - 70 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent explant procedure for an unknown reason. No further information could be obtained.